Event description:
It was reported that the customer had a partial display on the insulin pump. Customer's blood glucose level was 114 mg/dl at the time of the incident. Customer stated that the pump got wet about a week ago. The screen was mixed up with lines running through it. Customer stated that she cannot read anything or see anything. Customer stated that the pump was neither dropped nor bumped. Customer was trying to dry out the pump but the display did not come back. No further assistance needed.

Manufacturer narrative:
The insulin pump had a blank display due to moisture damage to the electronic assembly. The insulin pump was also received with moisture damage on the motor, battery tube, keypad or vibrator assembly. The missing segments due to the blank display. The insulin pump was received with a cracked case at the display window corners, cracked reservoir tube lip, minor scratches on the display window and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.